Manufacturer narrative:
Concomitant medical products: 310c27 tissue valve implanted: (B)(6) 2012. A2dr01 implantable pulse generator (ipg), 2088tc lead; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high sensing integrity counter (sic). The lead was explanted. No patient complications have been reported as a result of this event.